Event description:
International affiliate reports that patient was re-admitted to hospital with hydrocephalus and overdrainage condition. Catheters were clamped off in 2002 and 2 months later a new uni-shunt was implanted to replace the valve.